Event description:
The pt underwent anastomosis procedure using the car 27 device. A leak was reported. No further info is available.

Manufacturer narrative:
This report is submitted on behalf of the MFR (niti surgical solution ltd; 3005278776) and the importer (B)(4), as niti surgical solutions ltd. Serves as the designated complaint handling unit for both facilities. Niti has re-evaluated this event during a retrospective review, and has determined the event to be MDR reportable. The device was not returned for evaluation and no additional info is available. No conclusions could be drawn based on the available info. Anastomotic leakage is one of the most common complications of colorectal surgeries with both staplers and compression anastomosis devices, and the current cumulative leak rate found with the use of the car device is within the low range reported in the literature for anastomosis devices.